Event description:
Ups for vitek32 became very hot and smelled like "hot wiring". There had been a short power interruption the previous night. It appeared to be operating on battery mode even though electricity had been restored. Technical services said to disconnect immediately after going through check points. Vitek shipped a new ups overnight and was system fully restored.